Event description:
It was reported that during a generator change-out due to eri, noise was observed after a successful deft was performed with the new device. The noise was reproducible. The physician elected to cap and replace the lead.

Manufacturer narrative:
(B)(4).